Event description:
It was reported that during an atrial fibrillation (afib) procedure, they were not able to visualize the electrodes and also unable to acquire geometry. The lasso navigational variable eco catheter was exchanged and the case resumed. Upon visual inspection of the returned complaint catheter on (B)(6) 2013, the bwi failure analysis lab noted that the electrode ring #2 was lifted up and had moved. The proximal side was damaged and sharp. Upon request, additional information was provided on the event. The sheath used was the white 8.5 french st jude sl-2. There was no difficulty in withdrawing the catheter from the patient. There is no reported patient consequence. This catheter condition was not noted prior to sending the catheter to te bwi failure analysis lab. The electrode ring damage is indicative of a reportable event, thus marking (B)(6) 2013 as the awareness date for this report.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).